Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to approximately 54-72 mg/dl. The customer consumed glucose tablets and carbohydrates to address the bg level. Tandem technical support (cts) was not able to confirm in the pump history that bolus was requested and delivered by the user. Cts confirmed that a food bolus of 3.71 units was delivered. Customer continued using the pump for insulin therapy.